Event description:
Customer reports blood glucose result of 218 mg/dl taken at 20:00 on the advantage system; he took humalog based on result and normal dose of lantus. Awoke at 3:00 with lb symptoms; treated with glucagon by spouse. No tests done at that time. Paramedics were called, and result on their meter was 78 mg/dl. Customer then tested on his advantage system with result of 206 mg/dl. No treatment given by paramedics. Controls were run and in range. Requested return of suspect device and replacement was sent.